Event description:
Pt spontaneously reported she went to give injection today, using whisperject device and the device jammed. Pt is unable to move from the depth settings. Pt contacted MFR for troubleshooting and device was still jammed. No add'l adverse events or side effects were mentioned by pt due to product issue. No further info provided. A new device was shipped to pt from pharmacy. Reported to (B)(6) by pt/caregiver.